Manufacturer narrative:
Fields service evaluated the unit, and determined that the front panel was faulty. The front panel was replaced and user verification tests were performed to assure that the unit was operating according to manufacturer specifications, before it was returned to the customer. The alleged faulty front panel was returned to carefusion on march 20, 2015, and is awaiting evaluation. Once evaluated, a follow-up med watch report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab technician noted during evaluation: received vela front panel assembly. The front panel assy. Was installed in known good unit. The front panel assembly was very soiled but was easily cleaned utilizing rubbing alcohol. There were obvious ball point ink marks on the screen indicating attempts to activate functions with writing instruments rather than a finger. There were no other issues discovered. Unit functioned normally without any discovered functional issues. Findings/root-cause: reported problem was not duplicated. Unit functioned properly under test.

Event description:
Biomed at one of the user facilities called to report an inactive touchscreen. He stated that the lower right corner shows signs of fluid ingress liquid spots or visible patches of what looks like fluid that have made the touch screen inactive. No patient involvement. Carefusion field service was dispatched to assist with correcting the issue.